Event description:
The customer reported to olympus, the evis exera iii colonovideoscope presented an e315 error message (no image) when connected to the 190-tower. No patient harm reported.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer stated the evis exera iii colonovideoscope was the only scope that produced the same error. It was found the user did not press the escape key to acknowledge the error and switch to another good working 190 series scope. The customer was advised the user needed to disconnect the bad scope first, press the escape key to acknowledge, and eliminate the error before reconnecting a different scope, which should eliminate the scope error. The customer was asked to practice the motion on the phone and was able to prove the method was correct. After the diagnosis, the customer did not want to immediately communicate with the repair department and would contact the repair department at a later time. Three (3) attempts for additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned and minimal information was received; the suggested event could not be confirmed. Therefore, the root cause of the reported event could not be determined. The event can be detected/prevented by following the IFU which state: ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.